Event description:
Procedure type: sigmoid resection according to the reporter: the patient reported a radiating pain from the lower pelvis after initial surgery. The patient underwent a reoperation for a content leak in the staple line; there was stool around the anastomosis. They scoped the patient and saw that there was a leak and observed stool around the anastomosis. The original anastomosis was cut out and was redone with another device. There was no buttress material used. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).